Event description:
It was reported that during a iliac stent procedure on the 9800 system, a pop sound was heard and live image was lost from the monitor. The 9800 system was re-booted, and fluoro attempted again. Pop sound heard again and no image on live screen. There was no patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.